Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, there was an unexpected outcome after cataract surgery in the left eye. The consumer could not see to drive but could see to read up close. The consumer was seen by an optometrist and was told nearsighted. The consumer saw the eye chart well through the lenses during refraction. The consumer had expected to see at distance. The consumer was scheduled to see the surgeon the following week. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the patient followed up with the surgeon who described the outcome as a myopic surprise. The patient felt that something definitely went wrong either in the measurements, or the wrong lens was inserted. The patient could still only see up close and not at a distance. The patient planned to get a second opinion in (B)(6) 2025. In the meantime, the patient decided not to proceed with cataract surgery on the right eye until seeing a different surgeon. The doctor providing the second opinion did not want to see the patient until (B)(6) 2025 as they wanted the left eye to heal before taking any further action.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).